Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Blood glucose level at the time of the incident was 533 mg/dl which was treated with multi dose injection. Customer¿s other blood glucose level was 270 mg/dl to 380 mg/dl. Troubleshooting was performed. Auto mode feature was active at time of high blood glucose event. Customer was neither in emergency room nor admitted into hospital and based on customer report customer did not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.